Event description:
It was reported that the health care professional (hcp) requested assistance programming the pacemaker system with this right atrial (ra) lead into magnetic resonance imaging (MRI) protection mode. Technical services (ts) assisted and found high out of range pacing impedance measurements on the ra lead. In addition, ts observed noise on the presenting electrogram. Additional information has been requested but was not provided at this time. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.